Event description:
It was reported that a patient undergoing spinal cord stimulation (scs) experienced intermittent stimulation. A review of the device database revealed a total of 33 magnet resets over the lifetime of the implantable pulse generator (ipg). Impedance measurements were assessed and found to be within the expected range. The database analysis was unable to identify a definitive root cause for the reported issue. As a result, the patient underwent a revision procedure during which the ipg was explanted and replaced. Postoperative recovery has been reported as favorable. No additional information is available at this time.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was thoroughly evaluated. Visual inspection, current leakage testing, and residual gas analysis revealed no anomalies, and overnight monitoring confirmed uninterrupted stimulation output. The device functioned normally throughout testing. Although the patient reported unexpected shutdowns, this allegation could not be reproduced or confirmed. A review of product labeling notes that random component or battery failures, lead issues, and undesirable stimulation are recognized risks associated with spinal cord stimulation. Based on these findings, the investigation concluded that the reported symptoms fall within documented device risks, and the probable cause was determined to be known inherent risk of device.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient undergoing spinal cord stimulation (scs) experienced intermittent stimulation. A review of the device database revealed a total of 33 magnet resets over the lifetime of the implantable pulse generator (ipg). Impedance measurements were assessed and found to be within the expected range. The database analysis was unable to identify a definitive root cause for the reported issue. As a result, the patient underwent a revision procedure during which the ipg was explanted and replaced. Postoperative recovery has been reported as favorable. No additional information is available at this time.